Event description:
Patient reported right side rupture, nodules, painful, lump thing sticking out at the top of armpit, and has migrated. The device remans implanted.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "lump thing sticking out at the top of armpit."